Manufacturer narrative:
The ge service representative conducted an onsite investigation. The x-ray tube was replaced and calibrated. The generator interface board was replaced and configured. The temperature sensor cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system made a grinding noise then would shut down intermittently. No patient injury was reported.